Event description:
It was reported that customer received 10 of the intermittent catheter and noted that some of the catheter had black residue on the tips and some did not. Per notification from investigator on (B)(6) 2022, during sample evaluation it was found that one of the intermittent catheter was found to have a poorly cut funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. 10 unopened tiemann coude catheters were returned. A potential root cause for this event could be, "operator error". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that customer received 10 of the intermittent catheter and noted that some of the catheter had black residue on the tips and some did not. Per notification from investigator on 26-aug-2022, during sample evaluation it was found that one of the intermittent catheter was found to have a poorly cut funnel.